Event description:
It was reported that a user who had not used the ilet for an extended period restarted the device and experienced elevated blood glucose, with a reported value of 274 mg/dl; customer care guided a device reset and provided troubleshooting and education. Symptoms included hyperglycemia. Outcomes included temporary disruption in glucose control without injury or hospitalization. Investigation included technical assistance and device reset performed by customer care with user monitoring instructions. Investigation of this case revealed no device malfunction identified at the time of support, with hyperglycemia occurring after prolonged nonuse and subsequent restart. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.